Event description:
Boston scientific received information that this device dependent patient implanted with this pacemaker and right ventricular (rv) lead was admitted to the intensive care unit due to syncope. A device interrogation revealed normal lead measurements. Noise was present, sensing was at 12mv, impedance was 460 ohms and a loss of capture was noted at 5v at 0.5ms. However after the interrogation the device started pacing and then no capture was noted. Pocket manipulation, exercise and positional changes were tried but the loss of capture and inhibition of pacing could not be duplicated. The physician elected to explant the device and surgically abandoned the rv lead. New products were successfully implanted.

Manufacturer narrative:
The pacemaker is expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.